Event description:
Pt was suffering pain after 11 months after surgery with biosorb endobrow screws. The screws explanted and no further problems occurred. Pt believed that screws will degrade in 3 months, which is not the case with these implants but total "resorption" takes several years, as described in instructions for use of implant.